Event description:
The customer reported that the battery failed to charge and that a paddle set was broken.

Manufacturer narrative:
(B)(4): the customer reported that the battery failed to charge and that the paddle set was broken. The customer was informed that the paddle set could not be replaced as this defibrillator is out of support and the part is not available.